Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of supraventricular tachycardia (svt). Further information was requested but was not received.